Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset information, confirmed malfunction did not recur after reset, advised that pump use could be continued and to call back if malfunction returned, and caller chose to reload cartridge independently to resume insulin delivery.